Event description:
The customer stated that she performed control tests and received results of 183 and 173 mg/dl. The normal control range is 87-120 mg/dl. She performed another control test while troubleshooting and received a result of 171 mg/dl. The customer mentioned that when she first opened the carton of test strips, the bottle cap was open and 2 strips had fallen out of the bottle. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.